Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Washout of right hip, implant retention and change of head.

Manufacturer narrative:
An event regarding alleged revision due to infection of an unknown head was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided revision operative report, and lab reports by a clinical consultant indicated: ¿no complete clinical or past medial history or patient demographics are available. ¿there is no examination of the right hip explanted components and no histologic slides available for evaluation. After multiple revisions to both hips, compromised soft and bony tissue and possible infection, histologic diagnosis confirming trunnionosis as the source of pathology and histologic findings is properly listed as ¿opinion¿. Review of additional documentation and review of histologic slides is required to evaluate this case.¿ device history review: a review of the device history records and certificates of sterilization could not be performed as no lot information was provided. Complaint history review: not performed as the device was not properly identified. Conclusions: the event was not confirmed nor a root cause could be determined based on the review of the provided revision operative report, and lab reports by a clinical consultant indicated: ¿no complete clinical or past medial history or patient demographics are available. ¿there is no examination of the right hip explanted components and no histologic slides available for evaluation. After multiple revisions to both hips, compromised soft and bony tissue and possible infection, histologic diagnosis confirming trunnionosis as the source of pathology and histologic findings is properly listed as ¿opinion¿. Review of additional documentation and review of histologic slides is required to evaluate this case.¿ although the device lot information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. If additional information and/or devices are received, this investigation will be reopened and re-evaluated.

Event description:
Washout of right hip, implant retention and change of head. Update 27-oct-2017: a microbiology report of a specimen taken (B)(6) 2016 and reported on (B)(6) 2016 states, "one of five samples positive for propioni bacterium acnes from anaerobic bottle".